Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 26-apr-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving dilaudid of unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that the patient experienced ineffective therapy. The patient felt intermittent decrease in therapy. A dye study was performed on (B)(6) 2019 and revealed a patent catheter. Surgical intervention occurred on (B)(6) 2019. The neurosurgeon went further to investigate and found a leaky catheter at the pump site. A portion of the catheter was replaced. The issue was resolved. The patient was without injury regarding their status at the time of the report. It was noted that there were no known environmental/external/patient factors that may have led or contributed to the issue. Other medications the patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were requested but were unknown. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The leak was discovered in the spine segment of the catheter. The catheter would not be returned for analysis and was kept by the hospital.